Event description:
It was reported that there was previous increase in threshold on the right ventricular (rv) lead and no action was taken. At the patient's next follow up, it was noted that there was high rv threshold. The healthcare professional decided to repositiion the lead. During the lead revision, the lead fixation could not be deployed completely. The lead was explanted and replaced. No patient complicatons have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually noted that the blood in the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed.